Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance in the printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.

Event description:
It was reported that insulin pump had power error detected. The customer¿s blood glucose level unknown at the time of the incident. No indication that the issue was resolved. The insulin pump will be return for analysis.